Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic repair of recurrent incarcerated incisional hernia. It was reported that after implant, the patient experienced adhesions, pain, abdominal pain, recurrence. Post-operative patient treatment included surgical revisions ((B)(6) 2012, (B)(6) 2013, (B)(6) 2017, (B)(6) 2017, (B)(6) 2018).